Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they were able to replicate the reported issue. The navigation interface transceiver, fiber equipment rack transceiver and I/o hub for the navigation system were replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The I/o hub for the navigation system was returned to the manufacturer for analysis. The hub was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The fiber equipment rack transceiver was returned to the manufacturer for analysis. The transceiver was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The navigation interface transceiver was returned to the manufacturer for analysis. The transceiver was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system could not establish communication with the camera. It was reported that restarting the system restored functionality. The medtronic representative performed troubleshooting on the unit following the procedure and could not reproduce the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.